Manufacturer narrative:
Field service corrected the complaint by replacing the exhalation valve. Lab testing: inspection of the extension block showed excessive build up of medication on the block, the jet pump outlet was plugged with medication causing the build up of peep as described in the complaint.

Event description:
Peep approx 30 cmh20 always.